Event description:
It was reported that the piston was not connecting with the reservoir and the customer was experiencing high blood glucose readings. Customer stated that there was an emergency room visit due to the insulin pump not working correctly. It was noted that the customer had high keytones. Customer's blood glucose readings at the time of the emergency room visit were 159 mg/dl. Customer's blood glucose reading at the time of the call was 490 mg/dl. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the functional test, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. The motor slide functioned properly. The motor slide engaged into the back of the reservoir during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.